Event description:
It was reported that: "pt fell and presented with a dislocated hip. Reduced her on saturday and brought her in for revision today."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. Additional information (including x-rays and medical records) was requested. If additional information or device becomes available, the evaluation summary will be submitted in a supplemental report.